Event description:
The pump was implanted in 2004. The patient returned to the physician in 2005 reporting the pump alarm was activated. The hcp interrogated the pump. "A series of temporary stalls was detected." The catheter was also checked and replaced in 2005 due to kinks. The problems continued and the pump was explanted and replaced in 2005 due to a premature eri (elective replacement indicator).